Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced a hiatal hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hiatal hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hiatal hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hiatal hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the hiatal hernia. At the time of this report, there has been no medical intervention for the hiatal hernia. Dianeal therapy was ongoing. The patient was not yet recovered from the event. No additional information is available.